Event description:
It was reported that the device was explanted due to no capture and no output. As a result, the patient's heart rate decreased. The patient also had a vt/vf episode that was not treated and required external defibrillation. The result of the event was pulmonary edema with a bad general state. No further patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. The device is part of the advisory for this model, and analysis findings are consistent with the reported field experience and advisory for this device. Evaluation summary: preliminary analysis showed the device had no telemetry and no pacing output. Further analysis showed a low impedance path across the battery terminals, causing the battery to rapidly deplete. Final analysis confirmed that the battery shorted internally, due to cathode material penetrating the separators and contacting the anode grid. It was reported that the device was explanted due to no capture and no output. As a result, the patient's heart rate decreased. The patient also had a vt/vf episode that was not treated and required external defibrillation. The result of the event was pulmonary edema with a bad general state. No further patient complications were reported as a result of this event. Actual device involved in incident was evaluated electrical tests performed mechanical tests performed visual examination component/subassembly failure (select specific code from category d) battery device was out of specification in a manner that relates to event capture, failure to output, none.